Event description:
Boston scientific received information that this system was exhibiting shock impedance measurements greater than 200 ohms via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating the lead configuration was reprogrammed and the shock impedance measurement was normal. Defibrillation threshold testing (dft) may be performed in the future. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the observations with the caller and recommended troubleshooting. This product issue will be re-evaluated if additional details are received.